Manufacturer narrative:
On 08/27/2019, during evaluation of the device it appeared intact. Leak testing revealed there was a tear located in the union between patch and shell measuring approximately 0.2 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast.¿¿ the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2019, it was reported to mentor that the date of implantation was (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, it was reported to mentor that the date of implantation was (B)(6) 2005. The procedure was a primary revision augmentation procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4), lot number: 5571666. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant . As a result, the patient had undergone removal on (B)(6) 2019.